Manufacturer narrative:
Date of event unknown. Approximately 6 months prior the manufacturer becoming aware of the event.

Event description:
It was reported that the patient experienced difficulty charging their spinal cord stimulation (scs) implantable pulse generator (ipg) after ten years of service. The issue did not resolve despite the use of a new charging kit and providing additional training. The patient underwent a procedure where the ipg was replaced and did well post-operatively.

Manufacturer narrative:
Analysis of the returned precision implantable pulse generator (ipg) revealed the device was able to be fully charged in one, four-hour cycle, passed all tests and visual inspection. However, review of the data logs revealed the thermistor was being triggered resulting in difficulty charging the ipg. A labeling review of the instructions for use (IFU) indicates that optimal charging is achieved by keeping the charger centered over the ipg, well ventilated and charging in an ambient temperature no higher than 35 degrees celsius. Additionally, the expected lifetime was five years yet, the ipg exceeded the time in use by five years. Therefore, engineers have concluded that the reported event of difficulty charging the ipg is likely due to unintended use error caused by the thermistor being trigger while charging resulting in inadequate charging of the ipg.

Event description:
It was reported that the patient experienced difficulty charging their spinal cord stimulation (scs) implantable pulse generator (ipg) after ten years of service. The issue did not resolve despite the use of a new charging kit and providing additional training. The patient underwent a procedure where the ipg was replaced and did well post-operatively.